Event description:
Caller reported an error with their continuous glucose monitor, labeled as cgm error 42. There was no adverse impact on the customer's blood glucose level. Customer was provided with complete pump reset information by technical support, who assisted in performing the reset. After the reset, the cgm error did not reoccur, and the customer successfully started their sensor session.